Event description:
The bristles came out of the toothbrush and became lodged in her throat. Complaint came directly from the retailer. Mailed consumer letter and requested product back but no response was received.